Event description:
A cartridge alarm was reported by the customer. Blood glucose level was affected, with the display indicating it was "high," though the specific value was unknown. The customer administered a correction bolus using the pump and received assistance from technical support to load a new cartridge. The issue was resolved, enabling the customer to successfully resume insulin therapy.